Event description:
The reporter stated the foam tip plunger was sticking to the back haptic of a competitor's lens and the haptic was tearing. This was noted during loading prior to insertion. There was no pt contact. The reporter stated the cause of the lens damage was due to the foam tip plunger and the msi-tf injector.

Manufacturer narrative:
Injector lot number search; cartridge lot number search; foam tip plunger lot number search. An injector lot number search was performed and one similar complaint found. A cartridge lot number search was performed and two similar complaints found. A foam tip plunger lot number search was performed and no similar complaint found.